Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s ins was overdischarged. It was reported that the battery (ins) flipped, which may have led to this issue. An x-ray confirmed that the ins was flipped. Surgery was planned but not yet scheduled for a pocket revision. There were no symptoms reported and it was unknown when this event occurred.